Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient underwent percutaneous transluminal coronary angiography to the left circumflex, left anterior descending and ramus arteries and had regain of some coronary flow. However, the patient remained a surgical case. Three days following, the patient was successfully weaned and taken to catheterization lab for explant. Following successful impella cp explant, a right common femoral artery angiography revealed a thrombus burden at the access site. A mechanical thrombectomy was performed to treat the condition. The patient was reported to be stable following the event and planned for coronary artery bypass graft surgery the next day.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.